Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed a function check and calibration. The helium leak test was performed twice and passed. The iabp was released for clinical use.

Event description:
N/a.